Event description:
It was reported that during a robotic vats lobectomy procedure, the cartridge came dislodged in the jaws and the device was not used on the patient. A second device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.